Event description:
Refer to 1219856-2007-00035 for initial event involving the same pt. It was reported an exchanged pump experienced battery alarms while plugged in. The pump was exchanged off the pt. The fos sensor was calibrated to the new pump. The nurse reported that the wave form from the fos was poor and the radial line was slaved to the pump. Three days later, the pt was taken back to the or for chest closure and removal of the iab. There was some question as to why the fos was not being used. Arrow field service examined the pump and determined the connector from the battery to the cpu board was loose. The connection was tightened and the alarms were resolved. A follow-up report will be filed if more info becomes available.